Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The hp stated that she disconnected during a dwell cycle and did not clamp of the line. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error (patient disconnected from the set).

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 1. Per the initial report, the home patient (hp) had a system error 2240 ( air in the cassette). The technical service representative (tsr) explained the message to the hp and had her start over using new supplies. Global product surveillance contacted hp on (B)(6) 2011 regarding the reported problem. The hp stated that she disconnected during a dwell cycle and did not clamp of the line. The hp did reconnect. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.